Event description:
It was reported the patient ((B)(6)) experienced a loss of stimulation. Reprogramming was unable to resolve the issue. Surgical intervention was undertaken and the lead was explanted and replaced and effective therapy was restored. The patient was part of the (B)(6) clinical study.